Event description:
Customer reported at strip insertion, plus and minus icons appeared. This unlocked meter was returned. There was no report of death, serious injury or mistreatment associated with event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation on the returned meter. Memory overwrite was observed. Customers and retailers have been informed through the famay2006 letter.